Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. This report is for an unk - guide / compression / k-wires / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During thdevice report from synthes reports an event in (B)(6) as follows: during the revision to remove a broken 3.0 headless cannulated screw from a patient due to a fall, a 4.0 cannulated screw broke off just as where the threaded part of the screw starts. The surgeon then struggled to remove the k-wire. The dr decided to leave the k-wire as the wire was stuck to the screw no surgical delay was reported. During the surgery the dr tried to see if he can maybe remove the part that broke off but was unsuccessful. The procedure was successfully completed. No screw went into the lumbar. The patient status is unknown. The patient required x-rays throughout the procedure. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for (B)(4).